Event description:
It was reported that the patients battery was not working for the patient. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.